Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
It was reported that the patient underwent c5-c7 fusion with anterior fixation. It was noticed that c5 screw(s) backed out approximately six weeks post op. The revision surgery was performed to re-tighten the screw(s). No other patient complications were reported.